Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 712:00 was confirmed by a baxter service technician. The root cause was determined to be a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare by a field service engineer on behalf of the facility that a colleague infusion pump experienced a 712:00 failure code. Upon review of the event history by baxter personnel, this alarm was found to have interrupted delivery. It is unknown which process step this event occurred during. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.